Event description:
Pt had bilateral intractable ruptured silicone implants in place. The initial augmentation was in 1976. A left implant ruptured and was removed and replaced in 1997. She was noted right sided irregularity for 2 months and a mammogram shows extruded silicone. Breasts are markedly distorted with the left: grade iii capsules, and right: grade IV capsules. Required bilateral explantation. Because both implants were placed at another facility, they were not identifiable.